Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. D4: batch # u5dk5y. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/2. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. It should be noted that product failure is multifactorial. The damage to the one piece sled has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the left hemihepatectomy surgery, when severing hepatic pedicle tissue on the second firing, after fired, noted some staples malformed with irregular shape. Changed to new one to complete surgery and used suture to oversew. There was no patient consequence reported. No additional information can be provided.